Event description:
Rptr noted corneal burns occurred during phacoemulsification in multiple pts during a month long product eval with various surgeons. Several pts required sutures, resulting in astigmatism post-op.